Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up. Stored egm revealed that the device exhibited post-paced t-wave oversensing. Programming changes were made. No further issues reported.